Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 model no - additional information. D4 lot no - additional information. D4 expiration date- additional information. D4 UDI - additional information. H2 type of follow up- additional information. H3 reason for non-evaluation- additional information. H4 device mfg date- additional information. H6: additional information.

Event description:
It was reported that a transmitter battery issue occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Transmitter battery.

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).